Event description:
It was reported that the pt has never had therapeutic effect. The pt experiences rectal pain when stimulation is on. The device stopped working after 3 months. Further info is being requested from the hcp.